Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed at a reference lab and the result was negative. There was no report of patient impact. (B)(4) the following information was provided by the initial reporter: " customer called to report false positive results on their veritor covid kit. Customer said the patient initially tested positive 5 days ago on (B)(6) 2021, so they sent his specimen out to a reference lab and the result came back negative. Customer said that the patient tested positive again on the veritor covid kit today (B)(6) 2021 but the patient said he had some nosebleed and was concerned that the bleeding affected the test result. Ts emailed customer the questionnaire on false positive results and pdf info on interfering substances. "

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: this statement is to summarize the investigation results regarding your complaints that alleges false positive results when using kit rapid detection of sars-cov-2 veritor ce (material # 256089), batch number unknown. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. The complaint was unable to be confirmed. A trend was identified for false positive results. A corrective and preventive action (CAPA) (B)(4) has been opened to further investigate. The root cause could not be identified. Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed at a reference lab and the result was negative. There was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: " customer called to report false positive results on their veritor covid kit. Customer said the patient initially tested positive 5 days ago on (B)(6) 2021, so they sent his specimen out to a reference lab and the result came back negative. Customer said that the patient tested positive again on the veritor covid kit today (B)(6) 2021 but the patient said he had some nosebleed and was concerned that the bleeding affected the test result. Ts emailed customer the questionnaire on false positive results and pdf info on interfering substances.